Event description:
Pt had right total hip arthroplasty in 1989. Did well until recently when developed pain in rt. Hip 6-8 weeks ago. X-rays taken at md office showed failure of polythylene component of acetabulum representing fatigue failure. Admitted 3/27/97 for or: revision of rt. Total hip replacement.